Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within the trachea of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, during the procedure, the physician advanced the stent over the guidewire and into the target lesion. However, in an attempt to release the stent, the deployment suture became blocked and the stent could not be deployed. The device was removed from the patient and the procedure was aborted as another of the same device was not available. There were no patient complications as a result of this event. The patient¿s condition was reported to be good post procedure. Based on the evaluation findings, which indicate that the stent was returned partially deployed, this is now a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent partially deployed. A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 20 mm. It was noted that the shaft was kinked at approximately 110 mm proximal to the distal tip. Indentations were noted on the shaft of the device for a distance of approximately 125 mm proximal to the distal end of the shaft. Functional analysis revealed that the stent was able to be deployed. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.